Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing low blood glucose (bg) levels (lowest below 40 mg/dl) and the customer had to be awaken each time. Food or candy were consumed to address the low bg. Due to the food correction, the bg would elevate (258 mg/dl) and a correction bolus delivered to address the high bg. The customer had discussed the event with a healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels of 40 mg/dl were confirmed on (B)(6) 2017. There were no irregular bolus requests or deliveries were made. Nightly basal rate was slightly increased over the month. There were no obvious requests or deliveries that would cause bg levels to drop. There was no evidence of device malfunction.